Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the reusable endoscope sheath tip cracked. The issue occurred during service/maintenance, not in a clinical setting. There were no reports of patient involvement.